Event description:
Ascend pc mesh was implanted on (B)(6), 2010. On (B)(6), 2011, the patient presented with a small erosion at the suture junction. A small piece of mesh was removed. Patient is on a high dose of steroids. Patient was given premarin cream. As of (B)(6), 2011, the patient responded well to the premarin cream and is doing much better.